Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was received. It came in a plastic bag with opened packaging blister. Visual inspection was performed with a 10x magnifier lens. The luer tip is damaged. It may have happened that a jam occurred at the assembly process and the syringe luer tip got damaged. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: syringe assembly process. It may have happened that a jam occurred at the assembly process and the syringe luer tip got damaged. Rationale: CAPA not required.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip was shaped wrong and made it hard to connect the needle to the tip. This was discovered before use. The following information was provided by the initial reporter: syringe tip was wrongly shaped. Syringe tip was wrongly shaped. It is hard to screw needle into the syringe tip.